Event description:
During pt's monthly subcutaneous remodulin consult pt reports that her 2nd pump is not working. Pump sn (B)(4). Pt currently using backup. She further reports that it has lost it's programming. Pharmacy to ship replacement pump for shipment 09/17/2019. No other info available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.